Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic decomp filter was not returned for functional analysis. The assignable cause of the odor/smells is likely the catalytic decomp filter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
It was initially reported the catalytic decomp filter was replaced as part of a preventative maintenance performed to resolve the odor/smells issue to: the catalytic decomp filter was replaced as part of a "corrective maintenance" performed to resolve the odor/smells issue and the unit was returned to service.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter was replaced as part of a preventative maintenance performed to resolve the odor/smells issue and the unit was returned to service. ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "burning smell" (odor) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.